Event description:
It was reported that the customer was hospitalized for high blood glucose levels, dehydration and acid. The blood glucose reading was over 600 mg/dl. The customer was treated with insulin and intravenous drip. She was wearing the insulin pump at the time of hospitalization. She reported that she had ketones, and that she had tried to treat manually but her blood glucose levels were still elevated. She reported that the infusion set cannula was bent. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.